Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to provide resolution.